Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument unusual pcr curves occurred. The following information was provided by the initial reporter: "the result curves are not optimal despite good results. The test was sars-cov-2."

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument unusual pcr curves occurred. The following information was provided by the initial reporter: "the result curves are not optimal despite good results. The test was sars-cov-2."

Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number ct0775) had "unusual plots/curves." Qualification tests were run with the customer and the instrument was performing to bd specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation of the instrument and the complaint was confirmed by other means, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10